Manufacturer narrative:
The field service engineer determined the sample probe was damaged. Ise checks and a physical examination of the system were performed. The sample probe was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that starting on (B)(6) 2019, patient sample values for ise indirect na for gen.2 on the cobas ise module did not match up with previous na values for these patients. The reporter pulled some patient samples for repeat testing and some na values had a difference of about 6 mmol/l. On (B)(6) 2019, the reporter replaced the electrodes, but this did not resolve the issue. One patient sample had discrepant na values on (B)(6) 2019. No incorrect results for this sample were reported outside of the laboratory. This sample initially resulted with an na value of 134 mmol/l, repeating as 128 mmol/l. The sample was repeated on a different analyzer, resulting with a value of 128 mmol/l. A value of 128 mmol/l was reported outside of the laboratory. The sample was repeated on the cobas ise module ten more times, resulting with the following values: 129 mmol/l, 129 mmol/l, 124 mmol/l, 127 mmol/l, 129 mmol/l, 125 mmol/l, 125 mmol/l, 126 mmol/l, 129 mmol/l, and 128 mmol/l.